Event description:
It was reported that a patient underwent a pancreatoduodenectomy on (B)(6) 2010. During the procedure, the needle broke at the swage when the surgeon released the needle from the needle-holder after the first stitch under the dermis. The fragment fell down into the subcutaneous fatty tissue. The surgeon additionally cut open the subcutaneous fatty tissue and successfully removed the fragment.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.